Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred on an ilet using a steel contact detach infusion set with 23-inch tubing, and troubleshooting confirmed no visible bubbles, kinks, leaks, or connector or cartridge issues; insulin delivery was resumed after testing, but repeated occlusions with elevated blood glucose persisted until the infusion set was replaced. Symptoms included hyperglycemia. Outcomes included restoration of glycemic control following the infusion set change. Investigation included product troubleshooting and user education. Investigation of this case revealed that the occlusion events were associated with the infusion set and resolved after changing the set, consistent with an insulin flow obstruction at the infusion set level. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set¿related occlusion.